Manufacturer narrative:
Product analysis # (B)(4): analysis information -- 2019-05-07 15:56:36 cst pli# 10 product ID# 8637-20 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. Destructive analysis identified wear on the motor o-ring for gear number three. Product ID 8709sc, lot# h825974407, implanted: (B)(6) 2012, explanted: (B)(6) 2019, product type: catheter. Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2019, product type: catheter. Analysis of the catheter (sn; (B)(4) identified damage to the connector that is consistent with difficulty detaching the catheter from the pump (during explant). The silicone boot was pulled back over the titanium housing. Analysis of the pump (sn; (B)(4) found no significant anomalies. Destructive analysis identified wear on the motor o-ring for gear number three. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# h825974407, implanted: (B)(6) 2012, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 29-may-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(4) 2019, information was received from a manufacturer representative (rep) regarding a patient receiving morphine (0.4248 mg/ day, 2.5 mg/ml) via an implantable pump for an unknown indication for use. On (B)(6) 2019, during a regular pump replacement surgery, the sutureless connector would not come off the pump. There were no known environmental, external, or patient factors that may have led or contributed to the issue. No troubleshooting was performed. A new 8781 was implanted. The issue was resolved at the time of this report. No patient symptoms or impact reported. The patient's status was alive - no injury.